Event description:
It was reported that the patient presented to the emergency room with discomfort. The device was noted to be in backup operation. Programming changes were made to restore normal device function. The patient was in stable condition.